Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent capture. The lead was repositioned and later explanted and replaced. No patient symptoms were reported. The patient presented for follow-up in clinic and the new lead was working fine.

Event description:
New information noted that the patient's condition was fine during and post procedure.